Event description:
Information was received indicating that a "night colleague forgot to stop" the smiths medical cadd-legacy duodopa ambulatory infusion pump "so the patient received the entire cassette." Per reporter subsequently the pump would not start, but after removing the batteries, the pump was reported to be working again. No additional information was provided. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the entire device was worn, the front and rear housing were scratched and lock was worn. The reported issue was not duplicated during the investigation. The device did not display any errors on power up or in the pump's error log and there were no reports on any unusual messages in the pump's event history log. The pump passed all tests and was found to be functioning properly. Based on the investigation, the complaint allegation was not confirmed.